Event description:
One way valve leaked at dome during use. Replaced valve with sorin valve and finished procedure. Device is available for return.

Manufacturer narrative:
After evaluating the returned component, it was determined that the cause of the problem is a misalignment of the barrel to the valve body. This created a gap which caused the leak. The valve manufacturer has been made aware and has taken corrective action to resolve the issue. Due to the large amount of valves used in various kits and the fact that this is the first complaint of this type for this component, it will be considered an isolated incident at this time and will be tracked as part of the complaint program should add'l incidents arise. (B)(4).